Event description:
The surgeon contacted the sales rep notifying him that they removed a medpor malar implant from right side due to infection. The doctor reported that there was a hole in the soft tissue about the size of "a quarter".

Manufacturer narrative:
The device history records were reviewed and all processes and test criteria were within the medpor implant specification. Device not returned.